Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient death occurred. The customer has not alleged a product failure but is requesting technical support with interpretation of a patients qtc data.